Manufacturer narrative:
Reported blood loss attributed to clotting of extracorporeal blood circuit. Per facility staff, patients medical condition is unrelated to device. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, patient vomited and blood pressure increased. Red tinged effluent was observed. Patient had been vomiting for over 24 hours prior to initiation of the dialysis treatment. Treatment was discontinued with only a partial rinseback performed due to clotting resulting in an estimated 100cc blood loss. Patient was hospitalized with acute pancreatitis, anemia, and high cold agglutinin levels unrelated to device.